Manufacturer narrative:
A photograph was provided and evaluated. The photo shows one spinning spiros connected to a non ICU-medical syringe. Some drug droplets can be seen within the spiros housing. How and when those residuals were created is unknown. The lots were reviewed and there were no issues found.

Manufacturer narrative:
The device was requested to be returned to the manufacturer for investigation; it has not been received. Plots: 4749754 (MFR date: 3/1/2020; exp date: 3/1/2025); 4590588 (MFR date: 1/1/2020; exp date: 1/1/2025); 4421332 (MFR date: 10/1/2019; exp date: 10/1/2024); 4366525 (MFR date: 9/1/2019; exp date: 9/1/2024); 4757981 (MFR date: 3/1/2020; exp date: 3/1/2025).

Event description:
The event involved a leak of doxorubicin from a spiros. The leak occurred during injection when the syringe of chemotherapy was attached to the patient. There was no obvious crack and the spiros was engaged. The exact location of the leak occurred within the spiros. There was no blood loss or bleed back. They were able to finish IV push with leaking occurring.